Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/27/2015 with the following findings: the available black box data ranged from (B)(6) 2014 to (B)(6) 2014. A review of this data did not find any evidence of power issues. The returned battery cap contact measurements were within required specifications and there was no damage found to the battery compartment. The returned battery cap secured properly to the pump and the pump powered on normally to the verify screen. The pump successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no power issues occurring. The pump casing was removed and there were no defects found. The complaint could not be confirmed or duplicated on investigation.